Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed. (B)(6). The date of the event is unknown. Device manufacture date unknown.

Event description:
It was reported that while performing a toe examination with the vivid e9 on a stroke patient an echogenic mass was seen behind the aortic valves. This was confirmed in multiple planes and in 3d. The patient was taken to surgery some time later to remove the mass; however, during surgery no mass or lesion was found.